Event description:
It was reported that the patient's communicator displayed a red call doctor icon, due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring 125 ohms. The shock impedances have been in the 90 ohms to 100 ohms range since the alert. This rv lead remains in service. No adverse patient effects were reported.